Event description:
It was reported that patient was sent to the emergency room due to constant throwing up and pain. It was noted that patient had a reaction on the anesthesia and there were no issues with the device. The patient was doing well post operatively.